Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings. Also found cannula split from tubing.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 64 and blood glucose was 196 mg/dl. Customer's blood glucose at time of call was 140 mg/dl. Customer also indicated that he received two calibration errors and a bad sensor alert. Troubleshooting advised customer to remove and change out sensors and to call back should issues persist. Troubleshooting was offered to customer for calibration but customer declined.